Manufacturer narrative:
Result: cracked outer left and right siderail panels. Power cord plug missing ground prong.

Event description:
It was reported by service report that the power cord was missing the ground plug, and was not working. The outer left and right siderail panels were cracked. It is unk if there was pt involvement or adverse consequences to report.